Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was not returned, therefore a physical evaluation cannot be conducted. Hence, this complaint cannot be confirmed. The information provided is not sufficient to determine a root cause for the reported failure, nor were pictures provided. This complaint file will be closed, should any additional information be provided, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during acl reconstruction surgery on (B)(6) 2018., the surgeon tried to implant the anchor, and first anchor was successfully implanted to patient¿s meniscus. However, it was reported that the second anchor could not be fixed remained in the patient¿s body. The surgery was completed by inserting alternative 3 anchors. The 2nd anchor was removed from the patient¿s meniscus , and surgeon decided to keep 1st anchor in the patient¿s meniscus since it was firmly fixed. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient.